Event description:
Customer called to report that the immage immunochemistry system generated an abnormal number of rf false positive patient results when immage system rheumatoid factor (rf) reagent, lot #m101865, was used. All results were slightly above 20 international units per milliliter (iu/ml). Customer stated that after recalibration using the same reagent lot, the majority of the repeated patient results were lower than 20 iu/ml. Customer requested a replacement rf reagent lot. Customer was sent replacement reagent lot #m103174. Customer has not called back to report issues with the replacement reagent lot. The root cause is unknown, but appears to be specific to the reagent lot that was used on the system. Customer stated that although the results were reported outside the laboratory, the results were amended prior to patient treatment; therefore, patient treatment was not affected.

Manufacturer narrative:
The root cause of the issue appears to be reagent-specific as the issue was resolved after customer recalibrated the system and replaced the reagent lot. Customer has not called back to report any further reagent lot issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4)).